Event description:
Customer reported erroneous differential results when using the coulter lh 780 hematology analyzer. This event occurred with a specific sample on (B)(6) 2008. The sample was tested three times on two coulter lh 780 hematology analyzers. One of the three test results did not match the other two test results when compared to the test results obtained from the same analyzer or the other analyzer. The differential results were determined to be erroneous when the results did not match the manual differential results. There were blasts present on the manual differentials. Erroneous results were not reported out of the laboratory. Manual differential results were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event is for one of two analyzers.

Manufacturer narrative:
The instrument is performing within qc specifications. Controls were run before and after this incident. Controls are run once every shift. Sample was a fresh 5 ml edta venipuncture tube. Field svc engineer (fse) evaluated and verified the analyzer. The analyzer met specifications. The fse provided instructions to the customer to review the differentials on the pt results screen for abnormal diff plots. Root cause is unk. The customer stated they believe the cause is sample related. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events this MDR represents 1 of 2 analyzers. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00389.